Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the distal end assy w/ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end assy w/ccd module. In addition, we confirmed that the u/d lock lever broken, the insertion flexible tube (ift) perforated, and the remote control button perforated; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).